Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in reunion as follows: it was reported that a surgery following a difference of the second length of femur was required. The surgeon used two locking compression plates (lcp). One month after the surgery and one week authorization to walk, the plate ruptured. A new surgery with two juxtaposed plates took place on an unknown date and the plate also ruptured. This report is for the first surgery. This report is 1 of 1 for complaint (B)(4).